Event description:
It was reported that the tubing of an interlink continu-flo solution set was not able to be flushed. This occurred while using the device with total parenteral nutrition. It is unknown when in the process this occurred or if the line had been successfully primed prior to the event. It is unknown if there was patient involvement; however, there was no report of adverse event associated with this report. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was received for evaluation. Visual inspection identified that the device had been primed to the check valve. Functional testing was performed and the sample primed successfully according to label copy and flowed normally. The initial evaluation could not confirm the reported problem. Upon completion of baxter's investigation, a follow-up report will be submitted.